Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery, the device was unable to fire and unload. The stapler was replaced to continue the case. There was no patient injury.